Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure or technique used: oblique lumbar interbody fusion (olif) levels implanted: l2-4 it was reported that intra-op, the fixation of the product was loose. Though tightened the arm, it could not be fixed to rigid. It continued to be loosen and tighten over and over again and same problem occurred. The product came in contact with the patient. No patient complications were reported.